Event description:
The customer reported that the digital processing was not available and stopped in the middle of a procedure. Customer tried to restart the system.

Manufacturer narrative:
(B)(4). The investigation reported that the field service engineer (fse) confirmed no fluoroscopy was available and the customer brought in a portable c-arm to finish up the exam. After analyzing this complaint, it appeared that the problem was due to a faulty interface board. After replacing the faulty interface board, the problem was solved.